Manufacturer narrative:
(B)(4). Pump passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history due to cold solder joint on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm three times when she did the self test. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. Customer stated that fill cannula was recorded in the daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.